Manufacturer narrative:
Continuation of d10: product ID 97715, serial# (B)(6), implanted:(B)(6) 2020, product type implantable neurostim ulator this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt was calling in regards to the ins on their right side. Pt said they just charged their ins yesterday and when they went to adjust their stimulation intensity they received the message "settings not available" cannot provide you desired intensity settings. Pt can turn the intensity down but they cannot turn intensity up. The patient was redirected to their healthcare provider to further address the issue. Information was received via a manufacturer representative from a patient. The patient reported that she fell on her butt down the stairs a couple of weeks prior to the report. The patient was programmed on group a1 with electrodes 0+, 1+, 7-, 6-. When electrode 0 was the reference, all vallues were 40,000 ohms and electrodes 3 and 15 showed the orange "avoid" indicator. With electrode 1 as the reference, electrode 3 was 29,450 ohms, 6 was 950 ohms, , with electrode 2 as the reference, electrode 6 was 970 ohms and 7 was 970 ohms. With electrode 6 as the reference, electrode 7 was 1060 ohms. It was reviewed that electrode 0 should not be used as an option for programming. The manufacturer representative was going to program the patient with electrode configurations that do not include electrode 0.